Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately six years post initial left tha, the (B)(6) female patient had a revision due g2/36mm neutral gxl liner has early eccentric wear. Surgeon swapped the worn poly for a g2/36mm neutral gxle and a ceramic 36mm head with +3.5 sleeve option. Patient's diagnosis is polyethylene wear and osteolysis. X-rays received. The device will be return.

Manufacturer narrative:
After further review of additional information. Section b5: additional information received indicates that the reason for patient¿s revision was due to early wear and part of the gxl recall. Section d10: concomitant medical products cocr femoral head 40mm, +3.5 offset 12/14 (cat#: 142-40-03 / serial#: (B)(6). Nv crown cup clstr hole 56mm group 3 (cat#: 180-01-56 / serial#: (B)(6). Wedge plasma x/o sz 9 (cat#: 188-01-09 / serial#: (B)(6). Stryker sys 6 sawblade 90x25x1.19mm (11-4118) (cat#: 203-96-46 / serial#: (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt section d6a: implant date.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis, combination of largest available femoral head and/or thinnest available acetabular liner was used and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to early prosthesis wear is a combination of the risk factors including use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). The most likely cause for the bone fracture could not be determined as adequate information was not provided to conduct a review. However, bone fracture is captured in the product labeling. Section d9: date device returned to manufacturer.